Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver charger overheated. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver charger and it passed. Performed a load test on the receiver charger and it passed. No problem found with the receiver charger. The complaint of an overheating receiver charger could not be confirmed. The root cause could not be determined.